Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized four weeks ago and believes it was due to food poisoning. The customer was given saline and ketones were 4.1. The blood glucose reading at time of call was 300mg/dl. The customer had contacted her doctor and will call back to provide more information regarding her admission and to troubleshoot the device. No further information was provided.